Event description:
A bi-vad pt supported on this driver was found unconscious in the infirmary (in 2005). The pt was transported to the ICU and expired a few days later due to brain death. The nurse present at the time indicated the driver had audible alarmed, but a visual alarm was not present. As there was doubt that a problem with the driver led to the event the hosp did not report the event. The manufacturer clinical specialist has been to the center several times since the event and has learned no more information. In reviewing the log file for an event that occurred on the same driver in 2005, the investigator noted that an occlusion alarm occurred that may have indicated compromised pump output (stroke volume), but did not belive the pump had stopped. Further review indicated that the pump had insufficient airflow to pump the vad's resulting in vad stoppage.